Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight and broken shell. A visual and microscopic analysis was performed which identified broken sharp, opening crease sharp, opening striated, missing shell (0-25%), wear abrasion, stress marks and crease fold. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. An opening crease sharp on radius due to fold flaw opening. A striated opening due to surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive. The reason for reoperation was due to rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.